Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 6 evh system bisector "sheers would not work". This occurred before the device was used on the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. Visual inspection revealed that the blade was bent to the side of the electrode. It could be moved with some force and toggle. There was some blood and some signs of clinical usage. Since the blade was bent, the bisector would not function properly. Based upon the visual inspection, the reported complaint "sheers would not work" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).